Event description:
It was reported that during the surgery, it was noticed the patient's bone had re-grown in the space for implant placement. Due to this, the component was not able to be used.

Manufacturer narrative:
The event can be confirmed as the surgeon sent an image that showed the devices were not implanted and a spacer is in the location. In addition, the bone-regrowth could be identified in the imaging. The surgeon reported that bone had re-grown around the fossa, which did not allow him to place the fossa component, so he decided to abort the surgery, get a new CT scan, and find a substitute treatment plan. Overall, the reported event is attributed to the patient's condition. Significant bone-regrowth has occurred over the time of roughly 10 months between the first and second stage surgery. To some extent, the bone growth can be attributed to heterotopic bone formation as a response to (surgical) trauma after the first surgery. However, the long time between the two surgeries has allowed bone re-modelling to a degree beyond to what the surgeon had expected in the second surgery. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issue.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during the surgery, it was noticed the patient's bone had re-grown in the space for implant placement. Due to this, the component was not able to be used.